Event description:
It was reported that 200mm monopolar bayonet forceps were sent in with the request to be repaired. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was received by medtronic¿s international manufacturing site for evaluation and repair. The investigation report found one of the two branches is broken. No material defect is observable and the remaining part thickness is compliant with the manufacturing specifications. The fragment was not returned. The forceps probably went under excessive constraints during its use or its reprocessing, explaining the observed rupture.